Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported hyperglycemia with a highest recorded blood glucose (bg) of 348 mg/dl after receiving an occlusion alert on the ilet device during a meal announcement. Troubleshooting was attempted with a full supply change, but the issue persisted. The user switched to backup therapy with insulin pens. A replacement device was arranged. No medical intervention was required.